Event description:
During troubleshooting for an unrelated alarm during prime on a homechoice (hc) machine, it was reported that the home patient (hp) did not disconnect and the machine was in prime while the hp was connected. The caregiver (cg) stated that the final bag was the only one with solution and they were trying to refill the heater bag with it. The cg was not able to get the heater bag to refill so they began pressing buttons and ended therapy. They got the hc back into prime of a new therapy while the hp was still connected to the old supplies. The technical service representative (tsr) informed the cg of the error and the cg was to have the hp finish therapy using manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.